Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended within 8 turns and retracted within 9 turns. Helix, fully extended, measured .070 inches within specifications. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported the lead was positioned in the apex of the right ventricle with very little difficultly: 10 to 12 turns to extend the helix. However, high threshold was measured; therefore, the lead was repositioned. The helix retracted after the normal number of 15 turns in counterclockwise rotation. A new position was found and the rotation tool was inadvertently turned 15 turns in counterclockwise direction instead of clockwise. Even after a high number of clockwise turns, it was impossible to extend the helix. Consequently, this lead was removed and another lead was used to treat the patient without incident. No patient complications have been reported as a result of this event.